Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular light emitting diode (led)s on the external pulse generator (epg) remain permanently on occasionally. It was noted that there was a noise like something was loose and the epg started up to an error code and would not react to inputs on the knobs and buttons. There was no patient involvement.